Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the atrial lead exhibited high capture threshold. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies except for procedural damage. An x-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures except for shorting between conductors due to the inner coil being over-torqued at the connector region. All damage noted to returned lead was consistent with procedural damage.